Event description:
Caller states the patient tested 2.7 inr on the coaguchek s system and 1.9 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and a replacement was sent.